Event description:
It was reported that the patient was provided morphine drip and oxygen for comfort; active infection and refused antibiotics. The site reported that his symptoms were likely pump thrombosis, as evidenced by rising ldh and other symptoms. The patient refused heparin drip and warfarin; patient made the decision to discharge with hospice care. She expired on (B)(6) 2020. The pump will not be returned for evaluation.

Event description:
The site communicated that the patient was admitted with noted to be febrile with leukocytosis. Driveline site clean, but without dressing. The patient has long documented history of noncompliance and inability to manage a complex medical regimen. Patient initially started on antibiotics and heparin however patient started refusing all treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted controller log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller, which appeared consistent with full depletion of the backup battery, therefore causing the reported pump stoppages. Additionally, pump stops associated with the disconnection of the driveline were confirmed. The reported low flow alarms were also confirmed via review of the submitted log files. A direct cause of the reported infection could not be determined. A direct correlation between heartmate 3 lvas, (B)(6), and the reported elevated ldh, patient mental status, and patient outcome could not be determined. The reported suspected thrombus could not be confirmed through this evaluation. It was reported that the patient was admitted for ongoing fever. Upon interrogation, driveline disconnect alarms, low flow alarms, and no external power alarms were observed. The patient had a long documented history of noncompliance and inability to manage a complex medical regimen. Per the center, the cause of the low flow alarms was not definitive. The patient¿s symptoms included dyspnea at rest and with conversation with rhonchi. The patient was provided a morphine drip and oxygen with comfort. The patient had an active infection and refused antibiotics. Pump thrombosis was suspected due to rising ldh and other symptoms. The patient refused heparin drip and warfarin. Ten-point review of systems was limited because of the patient's mental status. The patient had refused all treatment. The patient made the decision to discharge with hospice care. The patient expired on (B)(6) 2020. Per the vad coordinator, the pump was not explanted and the device will not be returned for evaluation. The IFU lists pump thrombosis, hemolysis, infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas IFU and patient handbook warn that disconnecting the driveline from the system controller will result in loss of pump function. The patient handbook states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." These documents also explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. Multiple sections of the patient handbook warn that at least one system controller power cable must be connected to a power source at all times. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.

Event description:
Event details: email from (B)(6) states, "please analyze waveforms. Patient is highly noncompliant. Pt admitted to (B)(6) for a ¿fever ongoing for weeks¿. Transferred to (B)(6). Inr 1.0 pt denise swapping controller. Modular driveline connection was unlocked. Pt has many driveline disconnect alarms, low flows, and no external powers. Clock on controller reset. Patient: (B)(6). Dob: (B)(6). Implant: (B)(6) 2019". Tech service response states, "the event log file for hm3 patient li confirms the reported clock not set, low flow alarms (flow alarms not associated with pump disconnect appear clinical in nature), as well as 3 separate driveline disconnect events. The clock may have reset due to the controller losing all power following complete depletion of external batteries and the ebb. We are not able to determine the exact date and time of the events due to the clock reset. See the duration of the pump stops events as recorded by the controller log below. Please let us know if you require further assistance. 1st pump disconnect occurred on clock date (B)(6) 2000 was ~47 min long. 2nd pump disconnect occurred on clock date (B)(6) 2000 was ~9 min long. 3rd pump disconnect occurred on clock date (B)(6) 2000 was a few seconds long. Regards, (B)(6). Event type patient ID: (B)(6). Lvad s/n (B)(4). Controller sw 1.5.0 date range 1/1/2000 1/3/2000 pump speed 5300 low speed limit 5000 avg pump speed 3380 motor power max 4.0. Motor power min 0.0. Motor power avg 2.3. Flow max 3.7. Flow min 0.0. Flow avg 1.7. Pi max 12.1. Pi min 0.0. Pi avg 6.0. Hct% 34. Periodic log patient ID: (B)(6) lvad s/n (B)(4). Controller sw 1.5.0. Date range 1/3/2000 1/3/2000. Pump speed 5300. Low speed limit 5000. Avg pump speed 5220. Motor power max 4.7. Motor power min 0.0. Motor power avg 3.8 flow max 4.1. Flow min 0.0. Flow avg 3.1. Pi max 12.8. Pi min 0.0. Pi avg 8.6. Hct% 34". Actions performed: patient support ongoing. Alarm description: pump stop, driveline disconnect, low flow, clock not set. Alarm status: audible & visual. Was a pump explanted?: no. Was a pump exchanged?: no. Patient re-admitted?: no. Patient returned to or?: no.